Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Healthcare professional reported "did not stop when air passed through the detector, no signal, nothing we saw when air was already few inches under." No air reached the patient. No intervention was necessary for the patient. Event occured 2 hrs into infusion. Pump was changed out with no further problems. Medication being infused is unknown. No patient injury reported.